Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, an attempt was made to retrieve the fragmented filter limb from the right ventricle. Cavogram demonstrated that the arms and the legs of the filter were extending beyond the margin of the ivc wall. An unsuccessful attempt was made to retrieve the filter was happened. But then the filter was retrieved successfully. Therefore, the investigation is confirmed for the filter limb detachment, perforation of the ivc wall and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.